Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the brakes do not remain engaged or reduced brake force. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue brakes cannot be engaged and was experiencing brakes do not remain engaged. The count of events has been corrected to reflect this.

Event description:
This report summarizes 4 malfunction events, where it was reported the brakes do not remain engaged or reduced brake force. There was no patient involvement.